Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The customer indicated that the pt sample (a) was tested for accu tnl; the result of 0.08ng/ml was obtained and reported out of the lab. The customer indicated that on the next day a new sample (b) was collected from the pt and tested for accu tnl. The accu tnl result was 19.17ng/ml. The customer re-tested the pt sample (b) for accu tnl. The repeat accu tnl result was 0.11ng/ml and was reported out of the lab. No additional information regarding this event was provided by the customer. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.